Event description:
It was reported that the sutureless catheter, the proximal segment of the pump connector, broke. During a normal pump replacement for end of service (eos) the physician discovered a catheter laceration in correspondence to the pump connector with liquor leakage. Liquor was also present in the pump pocket. Edema or other symptoms were not present; the patient did not show any symptoms. There was a partial explant of the product as the segment of the catheter inserted into the pump connector had been cut and explanted. The catheter was then reconnected to the pump connector. It was unknown if diagnostic testing or troubleshooting was performed. In addition, it was unknown if the issue was resolved or the cause determined. At the time of the event the patient¿s status was reported as alive-no injury. This device system delivered lioresal. It was further reported that the patient was always without symptoms due to the event and was currently receiving effective therapy. The pump segment was returned for analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the catheter revealed the catheter body had a hole (or torn catheter) caused by the metal pin of the pump connector poking.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.